Event description:
It was reported that an issue with the latitude software was found on this communicator. The data of an event for a first patient was not received until two months later, a similar issue was observed on the data of an event for a second patient that received three electric shocks, the information was not transmitted until two months later. Due to this, the appropriate therapy for the patients was delayed which could have potentially worsening their condition. Troubleshooting was performed. This device remains in service. No further adverse patient effects were reported.